Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that the permanent cautery hook instrument was noticed to have the white wire protruding out. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sterile processing department (spd) found the instrument wire protruding and the technician pulled the wire.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have dislodged flush tube sticking out from the plastic housing at the proximal end. Flush tube is visibly protruding past the lure plate and does not exhibit damage. The complaint was confirmed by failure analysis.